Manufacturer narrative:
The death occurred on an unspecified date ¿over a year ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (no further details). The patient was discharged from the hospital and continued antibiotics at home. Approximately one week later the patient passed away in the emergency room (no further details). The cause of death was reported as sepsis. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.